Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred on the same day after the sensor had been inserted onto the arm. The patient experienced hyperglycemia and was feeling sick for 2 days (there were no specific symptoms reported). The cgm was reading 85 mg/dl and the blood glucose reading was 479 mg/dl. The patient called her doctor, and the doctor advised the patient to go to the emergency room. At the emergency room the patient was treated with IV fluids (supposed to be medication for hyperglycemia) and diagnosed with diabetic ketoacidosis. The patient was admitted and discharged from the hospital on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.